Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during operation the cardiosave intra-aortic balloon pump (iabp) malfunctioned. It was stated the "over temp alarm¿ occurred and unit went into standby, the screen was freezing. No harm is reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse examined all fault logs and no lethal logs was observed. Could not duplicate failure. Product passed all functional and safety tests per manufacturer specifications.